Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself after delivering a 200 joule shock to a patient. The customer advised that the device restarted itself after shutting off. The patient was reported to be ¿fine¿. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced an inappropriate loss of power when connected to the ac power adapter. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Based on the information available, the likely cause of the reported event was that the ac power adapter was not able to communicate with the lifepak 15.

Event description:
The customer contacted physio-control to report that their device powered off by itself after delivering a 200 joule shock to a patient. The customer advised that the device restarted itself after shutting off. The patient was reported to be ¿fine¿. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.